Manufacturer narrative:
(B)(6). Date of birth: 1935. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR#2134265-2012-08536, 2134265-2013-00063, and 2134265-2012-08533. It was reported that during a stenting treatment procedure, vessel dissection occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. The 90% stenosed, 52mm x 3mm, target lesion was a de novo, long lesion located in the proximal left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of 3.00 mm x 24 mm, 2.50 mm x 20 mm and 2.50 mm x 8 mm taxus element stents in overlapping fashion with 0% residual stenosis. Following implantation of the stents, edge dissection was noted, caused by a 2.5 x 20 mm apex balloon used during the procedure. No actions were taken to treat the dissection. The next day, prior to discharge, elevated troponin values were observed in the post procedure lab result and an event of myocardial infarction (mi) was reported. The patient did not experience ischemic symptoms. No actions were taken to treat this event. The next day the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.